Event description:
Found during test. According to the reporter, the device would not bootup appropriately. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not complete its boot-up when powered up. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.